Manufacturer narrative:
The device was returned and the following were found during the evaluation; distal end plastic cover had a dent; objective lens had old glue; lens guide lens had a crack and anther one had old glue; bending section cover or distal sheath rubber had a crack; and scope connector had a dent. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope nozzle was pierced. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h4 and h6. Correction on fields: e2, e3 and g2 (health professional was inadvertently selected in initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that physical stress was applied during user handling leading to cracked bending section. The event can be [reduced/prevented] by following the instructions for use which state: inspection of the endoscope do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.